Event description:
It was reported a stryker cot, stair chair and stryker cot fastening system were involved in an accident where the ambulance was totaled. There was no pt involvement or adverse consequences reported.